Event description:
It was reported that the patient had deceased due to an unknown cause. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Manufacturer narrative:
Device returned for analysis due to patient death. Electrical, longevity, and visual analysis was normal with no anomalies found.